Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. B5 updated to reflect information found at evaluation. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The olympus technician confirmed no foreign material was found at evaluation. Therefore, the reportable malfunction was incorrect.

Event description:
It was reported by the customer, during preparation for use, the evis exera ii gastrointestinal videoscope did not blow air and did not wash the lens. No patient harm reported. During the evaluation of the device, it was noted the channel tube and air/water channels were clogged due to incorrect or insufficient reprocessing. This report is to capture the reportable malfunction of foreign material on the nozzle due to incorrect or insufficient reprocessing noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Due to clogging of the air/water tube, no air/water was fed. The suction cylinder had discoloration. The grip and objective lens had a scratch. The right/lefty knob was shaved. The electrical connector had corrosion. Due to adhesive peeling on the bending section cover, the insulation resistance value at distal end did not meet the standard value. The plastic distal end cover was deformed. The connecting tube and universal cord had a buckling, and the connecting tube had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.